Event description:
It was reported that the patient experienced ineffective therapy due to the lead being implanted at a suboptimal level. Additionally, the patient ipg was inoperable. As such, surgical intervention took place wherein the devices were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.